Manufacturer narrative:
Product complaint number:(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: please provide procedure name and date; unk. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail; no. It was reported that one suture thread broke. Two samples were returned for evaluation. What was the reason that 2 samples were returned for evaluation? Was one sample returned in error? One sample has a detached needle with suture pieces and the ends are cut. The second sample has a broken needle at the swage area. Did the customer have 2 issues? If yes, please explain what the customer reported. Answers : the impacted device has been shipped with a sample from the same box.. Upon visual inspection of the one opened sample received to ethicon for evaluation of product code vr2280, it was observed the needle was broken at the swage area and a part of the needle still was attached to suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample needs additional evaluation by hsa. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related to: 2210968-2022-04900, 2210968-2022-03788.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and suture was used. The thread broke between the knot and the needle. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4) date sent to the FDA: 07/22/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: additional information was requested, and the following was obtained: *did the customer have 2 issues? If yes, please explain what the customer reported. An issue occurred with two needles during the same procedure. The two product received are well related to this complaint. Investigation summary: upon visual inspection of the one opened sample received to ethicon for evaluation of product code vr2280, it was observed the needle was broken at the swage area and a part of the needle still was attached to suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample needs additional evaluation by hsa. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary: one detached needle and two suture pieces of product code vr2280 were returned for analysis. Visual inspection was conducted on the returned device. In order to evaluate the conditions of the returned sample, the suture pieces were observed with body fluids and the ends were cut appears to be by edge surgical instrument. The condition of the sample received indicates improper handling of the device. The product code vr2280 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related to: 2210968-2022-04900, 2210968-2022-03788